Event description:
It was reported, via sales, that a patient with a 3000 19mm aortic valve had their valve explanted after a duration of 5 years due to calcification and aortic insufficiency. Also reported that the patient's initial implant had also entailed a root enlargement. This patient is a small woman, and the surgeon stated she is hypercalcimic. Her root also shows calcium now and believes this is physiologic to the patient. Patient records indicate: "patient is a (B)(6) woman who underwent aortic valve replacement with aortic root enlargement and hemashield patch as well as tricuspid annuloplasty with a ring in 2007. She did well until this past (B)(6) when she began having fatigue and shortness of breath and echocardiogram revealed retraction and thickening of her bioprosthetic valve leaflets and severe aortic insufficiency. Her tricuspid valve annuloplasty appeared to be functioning well. The leaflets of the bioprosthesis were thickened and retracted, there were no vegetations. The annulus was 19 mm and therefore another bioprosthetic 19 mm pericardial valve was placed. There was good prosthesis function seen on post cardiopulmonary bypass transesophage al echo, with no perivalvular leak or aortic insufficiency."

Manufacturer narrative:
Method= x-ray. Evaluation summary: customer report of calcification was confirmed. Moderate calcification was observed in the cusp area of leaflets 1 and 2,moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 exhibited moderate calcification, moderate to heavy calcification was observed on the free margin of leaflet 2 and heavy calcification was observed on the free margin of leaflet 3. Calcification restricted mobility in the leaflets. Minimal host tissue overgrowth encroached into the orifice at the greatest point by approximately 3mm at the outflow aspect. Host tissue was minimal at the stent outflow and minimal to moderate at the stent inflow. Leaflet 1 also had a tear at the free margin at commissure 2, tear measured approx 5mm in length. The stent wireform was also exposed on the inflow aspect. Commissure 1 wireform also appeared bent. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis and insufficiency leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the surgeon noted that this patient is hypercalcemic, which may have contributed to this event. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.